Manufacturer narrative:
(B)(4). We apologize for the lateness of this report. Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer says doctor has given him a goal of 180-200mg/dl. He has been getting results in the 400's. Unable to access memory of meter to confirm. Based on parkes error grid analysis, the bias between a 400 mg/dl result and the lowest normal result (180) is located in zone c. No adverse event reported.